Manufacturer narrative:
(B)(4). The complete patient name is (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold (tm) lite w/ capio slim was used during a pelvic floor repair surgery with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient experienced mesh exposure at the suture line. The mesh was trimmed in the office and the event is currently resolving.

Event description:
It was reported to boston scientific corporation that a uphold (tm) lite w/ capio slim was used during a pelvic floor repair surgery with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient experienced mesh exposure at the suture line. The mesh was trimmed in the office and the event is currently resolving. Additional information received on february 23, 2018. On (B)(6) 2016, the subject experienced mesh exposure of less than 1cm at the vaginal suture line. The mesh was trimmed in the office and the event resolved on (B)(6) 2016.